Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone on the jaw of the vaso view hemopro fell off. The hospital retrieved the piece. Nothing fell into the pt. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).